Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3, and a contralateral leg component. On (B)(6) 2011, the pt underwent a f/u computed tomography angiography that revealed a proximal type I endoleak. On (B)(6) 2011, the pt underwent a f/u computed tomography angiography that revealed a proximal type I endoleak. On (B)(6) 2011, the pt underwent a reintervention where an aortic extender component was implanted. The endoleak was resolved and the pt tolerated the procedure.